Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 on 10 pm due to a high blood glucose level of 351 mg/dl, the customer's blood glucose level 351 mg/dl and most of time 250 to 300 mg/dl. The customer was wearing the insulin pump at the time of admission. The customer had reaction to medication. Significant events leading to hospitalization was severe pain trying to walk had so much pain in feet. The customer was still in hospital. The customer declined for troubleshooting. The customer treated for high blood glucose was insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.